Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations."no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to customer¿s blood glucose. Reportedly, the pump supplies were changed to address the issue. Customer declined troubleshooting with tandem technical support. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support.